Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated, surgical intervention took place wherein the ipg was replaced and reportedly effective therapy was restored..

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient lost therapy around (B)(6) of 2020 and was unable to communicate with external devices. As a result, surgical intervention may take at a later time. No further information is available.